Event description:
A superficial femoral artery intervention was performed on the patient. During the procedure, the technologist acknowledged drag with devices on this particular wire. During advancement of the catheter over the super core wire, the catheter became stuck. During attempted removal of the catheter, the tip of the catheter broke off of the shaft and remained on the wire. The wire was removed from the patient's body with the catheter tip attached. No portion of the device remained inside the patient's body. The procedure was able to be completed successfully. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The product was returned in an open and used condition. Visual examination confirms the tip broke off. There was a clean break 1 mm from the bond site. There is no evidence to suggest that the product was not manufactured to specifications this product is shipped with an IFU which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A superficial femoral artery intervention was performed on the patient. During the procedure the technologist acknowledged drag with devices on this particular wire. During advancement of the catheter over the super core wire, the catheter became stuck. During attempted removal of the catheter, the tip of the catheter broke off of the shaft and remained on the wire. The wire was removed from the patient's body with the catheter tip attached. No portion of the device remained inside the patient's body. The procedure was able to be completed successfully. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.